Event description:
The ge oec 9800 fluoroscopy system was reported to have not saved cine images.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. Issue found to be user unfamiliar with system operation and issue referred to ge oec clinical applications to offer re-training. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.